Event description:
It was reported that a pta balloon was difficult to deflate and could not be retracted through the 7f introducer sheath. Reportedly, the pta balloon became lodged in the distal end of the sheath during withdrawal. The pta catheter was re-advanced forward, and a second attempt was made to fully deflate the balloon, however, proved unsuccessful. The access site was then enlarged by approximately one centimeter, and the pta balloon dilatation catheter and introducer sheath were then removed simultaneously. No further treatment was performed. No report of injury to the patient.

Manufacturer narrative:
A review of the device history records could not be performed as the lot number was not provided. The device was discarded by the user facility. The investigation is currently underway.